Manufacturer narrative:
Unit charged properly. Unit failed transmitting due to low sensor function spring contact height at sensor pin 1-3. Unit received with low battery charger spring contact height and with traces of corrosion at pins 4-7.

Event description:
Customer reported via phone call that the device is taking long to charge and is not transmitting the correct data. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.

Manufacturer narrative:
Event was reported in error.

Manufacturer narrative:
The follow up report was submitted with blank in the date received by MFR. The correct date is 15-apr-2020.